Event description:
The following was reported to davol by the pts' attorney: (B)(6) 2007 - the pt underwent a total abdominal hysterectomy, bilateral salpingo-oophorectmy and abdominal sacrocolpopexy in which a bard flat mesh was used due to a history of uterine prolapse and right abdominal mass. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.